Event description:
Caller reported discrepant results compared to the lab. Results as follows: date: (B) (6) 2010, inratio: 2.0. Date: (B) (6) 2010, lab: 2.1. Patient tested using inratio with a 2.0 result. Based on the therapeutic range, patient took it upon himself to increase his warfarin dose by 1mg. Patient received a lab test in (B) (6).

Manufacturer narrative:
Investigation pending.